Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's had incontinence all the time off and on including from prior to implant. Caller also stated that recently patient's had bladder problems and was taken to emergent care where they screwed around with it after which the patient was disoriented so patient had to be taken to the emergency room (ER). Caller reported that patient was in the hospital from (B)(6) 2017 and was in rehabilitation 2 weeks thereafter. Caller stated that the new healthcare professional (hcp) did a test the day prior to this report to go up inside and has requested a manufacturer representative (rep) to be at patient's next appointment to check the implant. No further complications were reported.